Event description:
It was reported that a physician attempted arteriotomy closure of the right common femoral artery during a diagnostic procedure using a proglide device with a 6f sheath. Reportedly, when the plunger was pulled back a cuff miss occurred. The proglide device was removed and hemostasis was achieved using a second proglide device with a 6fr sheath. There were no reported adverse patient sequelae. No clinically significant delay in the diagnostic procedure was reported. The physician was reported to be proficient in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that both cuffs successfully captured the needles during the needle plunger deployment; however, the link broke at the swage end of the posterior cuff while retracting the needle plunger, which subsequently resulted in a failure to retrieve the suture and could appear similar to the reported cuff miss. A link break suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Contributing factors for the link break during the suture retrieval process include, but are not limited to, manufacturing deficiencies, anatomical conditions or deployment technique. Every link assembly is appropriately assembled, inspected, and tested. The were no damages observed at the suture bearing to suggest that the suture or link was dragged through the suture bearing, which could cause the link to break. During testing, the plunger was inserted and retracted successfully without any observable resistance. Reportedly, the patient had a history of prior arteriotomy in the target groin and this could have contributed to the detected link break; however, this could not be confirmed. There was no indication that the needle plunger was abruptly pulled out of the device after needle deployment, which could cause the link to detach at the anterior cuff. Based on the reported investigation findings, the probable cause for the link break at the swage end of the posterior cuff could not be determined. No manufacturing or quality deficiency was detected. A review of the product lot history record did not revealed any nonconforming material records relevant to this event. A query of the complaint database for this lot was performed and there does not appear to be any indication of a lot specific product quality deficiency.